Event description:
Reportedly, during the procedure, the nurse had one hand on top of electrosurgical generator unit (esu), while reaching down to slide the foot pedal at the same time. They received a small shock. There was also interference with the video. Changed esu and problem diminished. No injury.